Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to deploy and needle to cuff miss/suture retrieval issues were confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional procedure. A femoral angiogram was not performed. There was slight resistance noted when the plunger was depressed. A cuff miss was noted when the plunger was removed; a suture was not attached at the needle tip. The proglide and the suture were removed from the patient. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.